Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead. No patient symptoms were reported. The signal appeared to be noise. There were no other electrical anomalies. The patient presented to the clinic for further testing. No further information was provided.